Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-mar-08. Investigation summary: one sample was provided to our quality team for investigation. Upon inspection of the product, no damage or defects can be observed in the threading of the syringe, threading is well formed and there is no issues noted within the tip. A device history review was performed for reported lot 2110134, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verification testing. All results were reviewed for lot 2110134 and found to be within specification. Testing was also performed on the returned sample and results were found to be within specification. Based on the sample evaluation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that 60 bd plastipak¿ luer-lok¿ 30 ml syringes had the syringe and mating component separate. The following information was provided by the initial reporter: "the syringe is not locked in the extension hose, but rotates empty, comes off extremely easily. ".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 60 bd plastipak¿ luer-lok¿ 30 ml syringes had the syringe and mating component separate. The following information was provided by the initial reporter: "the syringe is not locked in the extension hose, but rotates empty, comes off extremely easily. "